Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: device manufacture date: may 14, 2020 - may 15, 2020. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The connector cap along with all the inlet port valve caps were removed and inspected under magnification and no oiliness was observed. Additionally inspection of the plastic bag the sample was received in did not reveal any oiliness. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: this occurred on an unspecified date in the year 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a em2400 valve set had "oiliness on the acrylic part". This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.